Event description:
It was reported the intracavity x8-2t transducer¿s layer that protects the lens, was loose and coming off. The transducer was being used with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received regarding the reported malfunction. The information determined that this issue was not likely to cause or contribute to a serious injury or death if it were to reoccur.